Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump experienced air in line. When initiating infusion the rn noted that it stated IV tubing not recognized . After reloading it did take the tubing and infusion was started. It alarmed heavily overnight for the patient for air in line. This morning it again noted air line. The rn inserted the blue clamp to open the door and the clamp cracked in half. Half of the clamp remained in the pump. Chemo had to be stopped for 35 minutes and required re-priming of the drug (dox/vincristine/etop, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.